Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual examination of the returned products identified that the shims exhibited repeated use and missing components, bearings. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The issue of the persona shim ball bearings disassembling was previously investigated in a CAPA. The CAPA identified that the ball bearings could disassemble during cleaning. A design update was made. This device was manufactured prior to the design update. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was missing components and returned via the worn instrument return program. There is no additional information at this time.